Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, the patient had a revision total knee replacement due to the insert's post breakage. As of the date of this medical investigation, no clinically relevant supporting documentation has been provided. Therefore, there were no clinical factors found which would have contributed to the event. However, it was reported that the broken post is a result of injury from a fall the patient sustained. The impact to the patient beyond the revision surgery cannot be determined. No further clinical/medical assessment is warranted at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Per material specification, the quality and manufacture of polyethylene bar stock shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tkr performed on 2013, patient had a broken post from his lgn ps high flex xlpe sz 7-8 13mm after a fall. This adverse event was solved by a revision surgery in which a smith and nephew same size insert was implanted. Health status of patient is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).